Manufacturer narrative:
The reported events of r-wave amp variation and sensing anomaly were not confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with dried blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination of the lead did not find any anomalies except for procedural damage.

Event description:
It was reported that during an implant procedure that multiple attempts were attempted to implant the right ventricular (rv) lead due to low amplitudes and undersensing. The physician elected to complete the procedure with a different rv lead. The patient condition was stable.